Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. Two opened probe, with tip protector, in a bag were received. Sample one was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut. The actuation and cut functionalities of the returned probe were unable to be tested due to the inner cutter broken. The probe sample one was disassembled, and the components inspected. Excessive wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks at bend area and bottom area below the port on the inner cutter. Sample two was visually inspected and found to be nonconforming with orange/brown foreign material on the port face and welded cap. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for both functional tests. The probe engine sample 2 was disassembled, and the components were inspected. Diaphragm, spacer, and o-rings are all intact. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the complaint evaluation could not confirm the reported cutting issue due to the inner cutter broken for sample 1 and sample 2 was functionally conforming. Sample 1 probe was disassembled, and the components inspected. The wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos is consistent with excessive use classification. Excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Per the directions for use (dfu), the vitrectomy probe is verified for twenty minutes of use at maximum cut speed. No further investigative or manufacturing actions are warranted at this time as the reported cutting issue was unable to be confirmed for sample 1 due to the broken inner cutter and was due to excessive use of the probe by the user and sample 2 was functionally conforming. Per the dfu, the vitrectomy probe is verified for twenty minutes of use at maximum cut speed. A nonconformance investigation has been completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that cutter stopped cutting during vitrectomy surgery. The surgery was completed on the same day but was unknown how the procedure was completed. There was no information about patient impact. Additional information was received that the surgery was completed by replacing with single probe but the situation did not improve and was completed after replacing the cutter with another single one.